Event description:
I use an abbott freestyle libre 3 continuous glucose monitor (cgm) for type 1 diabetes. For the past few months they have only been accurate for around 3 to 4 days, they are advertised to last 14 days and be accurate throughout that time. My cgm after about 3 to 4 days is always about 40 to 80 points off of my glucose meter. I have had replacements sent to me by abbott and recently they told me I have exceeded the monthly replacement limit. Abbott completely ignores the idea of trying to help me figure out what is going on with these sensors, I have sent multiple back to abbott and not one time have they contacted me saying the got the sensor back nor have they once told me what could be causing the issue. It's to the point where this is almost certainly affecting my long term health by using their product and as of right now they seem to have never cared. I have made sure every time I place a new sensor on that I am doing everything as described by their instructions, and not once in recent time has it fixed or even minimized the issue I am encountering.